Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were low in the 30s mg/dl, sometime in august (no exact date provided). According to the customer's contact, the customer was unresponsive, and had slurred speech. The customer was given capri sun juice and bg levels rose back up to target.